Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
Facility representative reported 'top hat geometry' keratoplasty test cuts, using specific parameters, were unsuccessful as the horizontal bed cut pattern was not performed by the system. These test cuts were reported to have been done on pmma (poly methyl methacrylate) disk and on a pig's eye. The test was reported to have been successfully performed, after having used another set of parameters. No donor tissue, or recipient patient involvement or impact was noted, during the unsuccessful test cuts attempted.